Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1600837 investigations did not show issues related to the complaint. The device investigation report is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during endoscopic resection of the stomach, the doctor found the clips were stuck after the first few clips were fired and closed properly. The incident did not cause harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this complaint tc and (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The device was returned with a foreign object stuck in the jaws. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. First, the foreign object was manually removed from the jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. The jaws were able to fully open. This was repeated multiple times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet could prevent the clips from properly other remarks: loading into the jaws. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not opening" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and close. The jaws were able to completely open. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 9 clips reaining in the channel indicating that 6 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed with the jaws opening completely, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during endoscopic resection of the stomach, the doctor found the clips were stuck after the first few clips were fired and closed properly. The incident did not cause harm to the patient.